Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that pressing the "b" button caused numbers to scroll on screen. When customer turned insulin pump off and on, buttons were not responding. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.